Manufacturer narrative:
Service agent performed an initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Service agent contacted stryker to report that their customer device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated at the customer site but the customer has not agreed to return the device for further investigation. Therefore, a cause of the reported issue could not be determined.

Event description:
Service agent contacted stryker to report that their customer device would not deliver defibrillation energy. There was no report of patient use associated with the reported event